Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient was no longer using the pump. The patient did not present for a refill and let the pump run dry despite the pump alarming. A pump motor stall occurred and was assumed by the healthcare provider (hcp) that it was due to the patient refusing to refill the pump. The patient's last refill visit was (B)(6) 2011 and the alarm was (B)(6) 2011. The pump alarms were turned off on (B)(6) 2012. A catheter issue was also reported. On (B)(6) 2011 no cerebrospinal fluid (csf) flow was seen during an aspiration attempt. The reporter stated that the patient had severe pulmonary disease and could not under general anesthesia for a pump replacement. The device system was used to deliver morphine and bupivacaine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4)